Event description:
It was reported that the pump touch screen was cracked, leaving it black and non-functional. There was no information available regarding the impact on the customer¿s blood glucose level. The pump was tested and found to start, although the screen issue persisted. Technical support replaced the pump, and a replacement pump with a new serial number has been arranged to ensure uninterrupted insulin delivery.